Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was hospitalized from (B)(6) 2020 due to a pocket infection. The patient was treated with antibiotics. On (B)(6) 2020, compared with the last measurement performed on (B)(6) 2020, an increase in atrial pacing threshold was observed. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures. Intermittent loss of atrial capture is suspected in some episodes, which most probably resulted from an atrial lead positioning issue and/or the patient's physiology. However, an atrial lead issue could not be excluded with certainty.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the patient was hospitalized from on (B)(6) 2020 due to a pocket infection. The patient was treated with antibiotics. On (B)(6) 2020, compared with the last measurement performed on (B)(6) 2020, an increase in atrial pacing threshold was observed. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures. Intermittent loss of atrial capture is suspected in some episodes, which most probably resulted from an atrial lead positioning issue and / or the patient's physiology. However, an atrial lead issue could not be excluded with certainty.